Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient disconnecting themselves from the homechoice (hc) machine, putting their pd catheter into a cup of tap water, and then reconnecting themselves to the hc. Peritonitis was manifested by pain and cloudy effluent. Thirty nine days prior to the receipt of this report, the patient was hospitalized for the peritonitis event for three days. The patient was treated with ancef (intraperitoneal, dose, frequency, and duration not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was recovered from the event. It was not reported if the patient was retrained on aseptic technique. No additional information is available.